Event description:
It was reported that the patient experienced syncope due to pauses. The pauses were due to t-wave oversensing on the ventricular lead which inhibited pacing causing the four second pauses. The device was reprogrammed before the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.